Event description:
Patient revised because x-ray showed failed acetabular component with rotation migration.

Manufacturer narrative:
Initial reporter does not know the catalog or lot number of the acetabular component that allegedly migrated, and no product is being returned. Therefore, no manufacturing or sterilization information can be supplied.